Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The tilt actuator motor runs but the gears will not engage. When the tilt is not working the patient cannot use the chair due to his illness and the need for tilt.